Event description:
It was reported that during a peripheral orbital atherectomy procedure, a slow flow event occurred. The target lesion was 25cm in length, 100% stenotic and was located in the posterior tibial artery. The physician used a 5fr introducer sheath from an antegrade approach to access the lesion. The physician first treated the lesion using an emerge balloon for 30 seconds @ 8atms. He then treated the lesion using a csi orbital atherectomy device (oad) for 136 seconds total spin time. Following treatment with the oad, slow flow was noted in the pt artery. He followed up atherectomy with balloon angioplasty using a coyote balloon for 222 seconds @ 4atms and successfully resolved the slow flow. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device not returned.